Event description:
A report was received that the patient had developed an infection at the ipg site. The patient's symptoms were redness, pus, and tenderness. The physician believed that the infection was procedure related. The patient was given with clarithromycin and topical antibiotics.

Manufacturer narrative:
Additional information was received that all the patient's devices were explanted due to infection. The infection was resolved. Additional suspect medical device components involved in the event: model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead - 70 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. The patient's symptoms were redness, pus, and tenderness. The physician believed that the infection was procedure related. The patient was given with clarithromycin and topical antibiotics.